Manufacturer narrative:
Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). The gas blender was requested back to livanova (B)(4) for further investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system was not blending during setup. There was no patient involvement.

Manufacturer narrative:
The gas blender was returned to livanova deutschland for further investigation. During the evaluation the reported issue could be reproduced. As root cause a defective mass flow controller could be determined. The component was replaced to resolve the reported malfunction. Subsequent functional verification testing was completed without further issues and the unit was returned to the customer. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
See initial.